Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed that this could be indicative of a discontinuity in the lead or in the lead-to-device connection. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the competitor atrial lead is connected to the device via an adapter. The out-of-range pace impedance measurements were reproduced with noisy signals on the atrial channel when the adapter was manipulated. As the patient does not require atrial pacing, the physician planned to continue monitoring the patient with the device mode programmed to ddi. This product remains in service. There were no adverse patient effects.